Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2019 with the following findings: during investigation, the auditory alarms were within specifications. The pump was opened and no evidence of moisture or internal damage was found. The alleged no sounds issue was unable to be duplicated during testing. The sound functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue .there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.